Manufacturer narrative:
A CAPA was previously initiated by koru medical to investigate syringe ejection malfunctions. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Koru medical became aware of a report stating "during setup, syringe loaded into pump and when switch turned to on, the syringe shot out of pump. Attempted again, and same thing happened. No one injured. Another pump used to infuse patient's med without incident." A return material authorization was opened for return of the pump to koru medical for evaluation. The koru medical science liaison contacted the initial reporter to offer any assistance needed. The pump listed in this report was received by koru on 21-mar-2024 and is pending evaluation. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.